Event description:
The customer reported that the pt table cannot be moved anymore. The phillips field service engineer (fse) confirmed that there was no harm to the pt, operator, or bystander due to this malfunction. The fse found that the table top could be moved forward/backward more than normal and determined that the service latch (that secures the table's subframe) was loose, allowing the subframe to free-float.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).